Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was with the faulty printer. A technical support specialist worked with field service engineer on wo (B)(4) to replace printer and reinstall. A field service engineer replaced the old printer with a new one and verified that the printer was printing. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es the zebra printer was not working. The customer reported that labels was not printing during medication removal but did not prevent any delay in medication removal. There were no adverse events or injuries reported based on this incident.